Manufacturer narrative:
It was indicated that the device will not be returned for evaluation. If there is any further relevant information obtained, a supplemental medwatch will be filed.

Event description:
It was reported that during a pulmonary vein isolation procedure to treat persistence atrial fibrillation, a perforation was observed. Normal access was obtained to the left atrium, and the left superior pulmonary vein (lspv), left inferior pulmonary vein (lipv), and right superior pulmonary vein (rspv) were successfully ablated. Due to the difficult anatomy (rotated heart), navigation in the left and right atrium was challenging. While searching for the right inferior pulmonary vein (ripv), the farawave pulsed field ablation catheter and faradrive steerable sheath fell back into the right atrium. During the attempt to regain access to the left atrium with the merit inqwire rosen j tip guidewire inside the catheter, it appeared the wire was back in the left atrium but was actually inside the coronary sinus (cs). The physician, thinking he was advancing in the left atrium, pushed with the faradrive sheath and the farawave catheter, but was actually inside the cs. Attempts were made to deploy the catheter into a basket configuration, believing the catheter was in the left atrium, but was still inside the cs and resistance was felt when maneuvering the catheter. Moments later, the patient's blood pressure dropped, indicating a perforation. Using transesophageal echo (tee) and transthoracic echo (tte), blood was detected inside the pericardium, confirming a tamponade. The exact location of the perforation could not be determined. A pericardial puncture was performed to aspirate 450 cc of blood from the pericardium, stabilizing the patient. The patient was then transferred to the intensive care unit. The patient is expected to fully recover. The farawave catheter is not expected to return as it was disposed after the procedure.

Manufacturer narrative:
Additional information was provided in section b5 describe event or problem it was indicated that the device will not be returned for evaluation. If there is any further relevant information obtained, a supplemental medwatch will be filed.

Event description:
It was reported that during an off-label pulsed field ablation procedure to treat persistence atrial fibrillation, a perforation was observed. Normal access was obtained to the left atrium, and the left superior pulmonary vein (lspv), left inferior pulmonary vein (lipv), and right superior pulmonary vein (rspv) were successfully ablated. Due to the difficult anatomy (rotated heart), navigation in the left and right atrium was challenging. While searching for the right inferior pulmonary vein (ripv), the farawave pulsed field ablation catheter and faradrive steerable sheath fell back into the right atrium. During the attempt to regain access to the left atrium with the merit inqwire rosen j tip guidewire inside the catheter, it appeared the wire was back in the left atrium but was actually inside the coronary sinus (cs). The physician, thinking he was advancing in the left atrium, pushed with the faradrive sheath and the farawave catheter, but was actually inside the cs. Attempts were made to deploy the catheter into a basket configuration, believing the catheter was in the left atrium, but was still inside the cs and resistance was felt when maneuvering the catheter. Moments later, the patients blood pressure dropped, indicating a perforation. Using transesophageal echo (tee) and transthoracic echo (tte), blood was detected inside the pericardium, confirming a pericardial effusion. The exact location of the perforation could not be determined. A pericardial puncture was performed to aspirate 450 cc of blood from the pericardium, stabilizing the patient. The patient was then transferred to the intensive care unit. The patient is expected to fully recover. The farawave catheter is not expected to return as it was disposed after the procedure, therefore the lot number is not available. It was further reported, clarification was provided, a tee and tte were performed and confirmed a perforation and there was no tamponade. The patient is recovering well; however, the patient has not been discharged and remains in the hospital. Additional information was provided that the patient was discharged to go home.